Manufacturer narrative:
The incident was reported to medcomp by the FDA's medwatch program. The report contained insufficient information to conduct and investigation and root cause analysis. There is no information regarding where the incident occurred and no contact person is identified. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Catheter started to leak at the hub and it was determined that there is a crack.